Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the patient's blood glucose levels rose to 540mg/dl. The pump reportedly dropped several times and the pump lost prime several times. The patient's blood glucose level rose to 540mg/dl after that. The pump reportedly reached the maximum total daily dose level and the pump will not complete the prime step. The patient was given an injection and the patient's blood glucose level went down to 254mg/dl. This report is being made based on the indication that the patient experienced elevated blood glucose levels while on the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found, the pump successfully completed and passed the required 29 hour flow accuracy test and was found to be delivering within the specification. Pump was exercised for 24 hours with no loss of primes were duplicated during this time. The force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. Unrelated to the complaint, the display screen was observed to have a pinkish contrast. Inserted a new test screen. The test screen powers on to the verify screen with normal contrast and no discoloration.